Manufacturer narrative:
UDI reference number:  (B)(4).

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned for evaluation; however, there was no allegation or indication of an edwards device malfunction.   Review of imagery provided by the article shows left coronary height at 9.5mm.  Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv.  In this case, the event appears to be related to patient factors (minimal distance between the native annulus and the coronary ostia; 9.5mm and narrow stj; 24.9cm) and procedural factors (device manipulation). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
As reported, prior to a transfemoral tavr procedure of a 23mm sapien 3 valve, there was risk of a coronary obstruction so a guidewire and undeployed coronary stent was placed in the left main artery.  After the 23mm s3 was deployed, the coronary guide wire and catheter were removed and the undeployed coronary stent ¿stripped off¿ behind the valve.   The coronary stent was left in place between the s3 valve and annulus.  No surgical intervention was performed.  The patient left the room in stable condition.